Manufacturer narrative:
Product investigation results pending. No lot number provided at this time therefore unable to proceed with lot check.

Event description:
Brushheads came off toothbrush (device breakage). Brushheads become loose (device connection issue). No adverse event. Case description: a consumer reported that during the use of an (B)(4) vitality series toothbrush with (B)(4) brushheads, version unknown the top part does not seem to work. The brushheads came loose or came off the toothbrush. No symptoms developed.